Event description:
It was reported that the right atrial (ra) lead exhibited undersensing causing false termination of some atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 305c23 tissue valve, implant date: (B)(6) 2007; a2dr01 ipg implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.